Manufacturer narrative:
Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Reassessment of the additional information does not change the reportability decision or rationale.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#11-300817 arcos 17x150mm spl tpr dist lot#838140. Cat#110010266 g7 osseoti multihole 56mm f lot#6456581. Cat#110010268 g7 osseoti multihole 60mm g lot#6329968. Cat#00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length lot#64408898. Cat#00625006540 bone screw self-tapping 6.5 mm dia. 40 mm length lot#64084509. Cat#00625006540 bone screw self-tapping 6.5 mm dia. 40 mm length lot#64084509. Cat#110017221 g7 neu +5mm e1 liner 36mm g lot#6326637. Cat#11-301323 arcos con sz c std 70mm lot#213330. Cat#650-1057 cer bioloxd option hd 36mm lot#2957959. Cat#650-1065 cer option type 1 tpr sleve -3 lot#2954535. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip revision approximately 1 month post implantation due to unknown reasons. The head and liner were removed and replaced. No additional information.